Manufacturer narrative:
The reported event was inconclusive as no sample was returned. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rewarm should be complete, but baby was still 36c and rewarm target was 36.5c in an arctic sun device. Confirmed the device was set properly (in hypothermia, countdown for rewarm complete). The nurse had no other core temperatures available (could not move probe to bedside, no other probes in use) and did an axillary which indicated patient temperature (pt) was 36.6c. The nurse had not got any alerts or alarms. Water temperature (wt) was 40c, flow rate (fr) 1lpm, patient was 2.7kg with one neonatal pad in place. Explained device was responding as it should. The nurse need to keep close watch on patient skin as this was the maximum water temperature (wt) and thought to replace the esophageal probe just to be sure the patient temperature (pt) was accurate and not allowed to take any external interventions per protocol (could not increase room temperature, use radiant heat) and would need to investigate possible clinical reasons if the new probe showed the patient temperature was accurate.

Event description:
It was reported that the rewarm should be complete, but baby was still 36c and rewarm target was 36.5c in an arctic sun device. Confirmed the device was set properly (in hypothermia, countdown for rewarm complete). The nurse had no other core temperatures available (could not move probe to bedside, no other probes in use) and did an axillary which indicated patient temperature (pt) was 36.6c. The nurse had not got any alerts or alarms. Water temperature (wt) was 40c, flow rate (fr) 1lpm, patient was 2.7kg with one neonatal pad in place. Explained device was responding as it should. The nurse need to keep close watch on patient skin as this was the maximum water temperature (wt) and thought to replace the esophageal probe just to be sure the patient temperature (pt) was accurate and not allowed to take any external interventions per protocol (could not increase room temperature, use radiant heat) and would need to investigate possible clinical reasons if the new probe showed the patient temperature was accurate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.